Event description:
The user reported that the switch sparked. Our investigation found a small cut in the cord near the switch that caused the spark.

Manufacturer narrative:
The user reported that the switch sparked. Our investigation found a small cut in the cord near the switch that caused the spark. These types of failures are generally caused by excessive bending of the cord near the switch. We have initiated a CAPA project ((B)(4)) to reduce the occurrence of this issue.